Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2011-80228.

Event description:
The customer reported that she was hospitalized due to blood glucose levels over 800 mg/dl. The customer stated that her blood glucose levels were high all day, but she didn't treat with a manual injection. The customer also stated that she was hospitalized on (B)(6) 2010 due to low blood glucose levels. The customer was wearing the sensor and did not get any warning alarms. She also reported a discrepancy between the sensor glucose and blood glucose readings. Gave the customer advice on calibrating as she may not have been calibrating at the proper times. Nothing further was reported.